Manufacturer narrative:
Batch review performed on 23 july 2021: lot 157628: (B)(4) items manufactured and released on 15-apr-2016. Expiration date: 2021-04-04. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2017.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head 4 years and 11 months after the primary. The surgery was completed successfully.